Event description:
It was reported that the lead impedance decreased. Clinician also noted inappropriate sensing and atrial loss of capture. The device was set to vvi mode. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.